Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer over filled the cartridge with inslulin. Tandem technical support informed the customer that over filling the cartridge with insulin is off label per the tandem user guide. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 224 mg/dl.